Manufacturer narrative:
Followed up by company representative. This MDR is for the cement leakage. Please reference MDR for 1 balloon and MDR for 2nd balloon.

Event description:
It was reported that a patient underwent a kyphoplasty procedure. During the procedure, the two balloons broke with bilateral extravasation of the contrast liquid followed by cement leakage. Could not confirm if any fragments of the balloon were left in the patient. No additional information was reported.